Event description:
It was additionally reported that the patient had fatigue, shortness of breath, and increased use of diuretics. There were no changes to the patient's plan of care before this issue. An outflow graft stent was performed, and the issue was resolved. The patient still experienced some low flow alarms and elevated pulsatility index (pi) events after the stent. The low flows resolved after changes were made to the patient's blood pressure medication.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Manufacturer narrative:
Section b3: corrected; the event date is estimated. Section d1: corrected. Section d4: corrected catalog number and primary UDI. Section g3: the previous submitted report had aware date 25mar2024. The correct aware date is 22mar2024. Section h6: corrected health effect - impact code and medical device problem code. Manufacturer's investigation conclusion: the reported extrinsic outflow graft obstruction and low flow alarms could not be confirmed as no images or log files were provided and no product is available for investigation. A specific cause for the obstruction and alarms could not be conclusively determined through this evaluation. Additionally, a direct correlation between the device and the reported patient symptoms could not be conclusively established through this evaluation. Multiple attempts were made to obtain additional information from the customer regarding any available log files and CT images; however, no additional material was provided. The patient remains ongoing on heartmate 3 left ventricular assist system (lvas), serial number (B)(6). The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricle assist system (lvas) instructions for use (IFU) rev. C is currently available. Section 1, "introduction," lists potential adverse events which may be associated with the use of heartmate 3 lvas. This section also provides an explanation of each of the pump parameters, including pulsatility index (pi), and pump flow. Under ¿pulsatility index (pi)¿, this section explains: ¿the pi calculation represents cardiac pulsatility. Pi values typically range from 1 to 10. In general, the magnitude of the pi value is related to the amount of assistance provided by the pump. Higher values indicate more ventricular filling and higher pulsatility (i.e., the pump is providing less support to the left ventricle). Lower values indicate less ventricular filling and lower pulsatility (i.e., the pump is providing greater support and further unloading the ventricle).¿ section 4, ¿system monitor,¿ explains that the low flow hazard alarm occurs when pump flow is less than 2.5 lpm. A 10-second delay is imposed between the detection of the low flow status and the activation of the associated audio and visual indicators on the system controller. Changes in patient conditions can result in low flow. Section 5, "surgical procedures", outlines considerations for pump placement and provides instructions regarding the preparation, installation, and orientation of the sealed outflow graft. Section 5, under "attaching the sealed outflow graft to the pump," instructs the user to verify that the graft is not twisted or kinked by checking the position of the black line on the graft above and below the bend relief and ensuring that the line is straight. Section 5, under "preimplant procedures" and "implant procedures", cautions the user: "the sealed outflow graft must not be kinked or positioned where it could abrade against a pump component or body structure" and "stretch the sealed outflow graft completely prior to measuring and cutting the graft to the appropriate length." Section 7, ¿alarms and troubleshooting,¿ explains all system alarms and the recommended actions associated with them. The heartmate 3 lvas patient handbook rev. D, also outlines all system controller alarms as well as how to respond to each alarm condition. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported the patient's flow steadily decreased over the last 2 months. The patient's baseline flows were 4.5 liters per minute (lpm), then dropped to the 4 lpm range in february, and dropped further to the 3 lpm range on (B)(6) 2024. A computed tomography angiography was performed, and an extrinsic outflow graft obstruction was found. An outflow graft stent was planned for (B)(6) 2024.